Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: what kind of procedure? Vesicle. Which firing did this occur on? First. Did anything unexpected happen prior to this incident? No. Did the procedure drive the need to apply torque or twisting of the device? No. What vessel was the device fired on? Please specify the size of the vessel? N/a. Were any unexpected noises heard? If so, when? No. Was the device fired after this incident in or out of the patient? In patient. Were you able to see if the clip was fully advanced into the jaws before completing the stroke to form the clip? Advanced but not properly formed. Please describe the form of the clips? Parallel. How was the procedure completed? With other device. The device was discarded, please confirm. Discard, confirm. Will the clips be sent for analysis? Yes. What was quantity of devices that had issue as you had ¿case¿ filled in for quantity on synergy form. Just one (each).

Event description:
It was reported that during an unknown procedure, the product failed in the first shoot. The clips didn¿t form correctly. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. The following information was requested, but unavailable: what kind of procedure? Which firing did this occur on? Did anything unexpected happen prior to this incident? Did the procedure drive the need to apply torque or twisting of the device? What vessel was the device fired on? Please specify the size of the vessel? Were any unexpected noises heard? If so, when? Was the device fired after this incident in or out of the patient? Were you able to see if the clip was fully advanced into the jaws before completing the stroke to form the clip? Please describe the form of the clips? How was the procedure completed? The device was discarded, please confirm. Will the clips be send for analysis?

Manufacturer narrative:
(B)(4). Actual device not returned, only clips from the device the analysis results found that only three clips from an el5ml device were returned inside a bag; the instrument was not returned for evaluation. Upon visual inspection, two clips were confirmed to be malformed and one conforming. No conclusion could be reached as to what may have caused the reported incident.